Event description:
It was reported by the contact that the customer received multiple occlusion alarms during basal and bolus delivery. There was no reported impact to the customer's blood glucose level. As the cartridge and infusion set had been changed prior to calling tandem technical support, troubleshooting to determine a possible cause of the occlusions was not performed.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.